Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional later reported "pain when bending over," capsular contracture baker grade iii, and no rupture. The event of rupture is only for the contralateral side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.